Event description:
It was reported that the patient had their implantable neurostimulator (ins) and lead replaced due to malfunction. Specifically, it was noted that the lead was damaged. See manufacturer's report #3004209178-2012-02498 for subsequent ins issue.

Manufacturer narrative:
Lead model 3889-28 lot# j0455199v implanted: (B)(6) 2007 explanted: (B)(6) 2007, extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2007, programmer model 3031a serial# (B)(4).